Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15216; related manufacturer reference number: 1627487-2021-14973. It was reported that during a revision of ipg replacement the leads were damaged. As a result, both the leads were explanted and replaced with new ones. Surgical intervention addressed the issue.